Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink. Other: bivalirudin. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during advancement. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a stenting procedure in the right internal carotid artery, a shapeable tip design rx accunet recovery catheter was unable to advance through the stent to retrieve the filter. Additional angioplasty was performed and multiple attempts to advance the shapeable tip recovery cather were made. The recovery catheter was removed from the patient without any reported resistance. A low profile flexible design rx accunet recovery catheter was able to reach and remove the filter. There were no reported patient effects or sequela. There was no additional information provided.